Manufacturer narrative:
The hip distractor system is designed to position, support and/or distract the patient¿s hip, posterior lower torso and foot for hip surgery. These devices are intended to be used by healthcare professionals within the operating room setting. The baxter technician found the hds long operative leg spar was not locking vertically. It was determined that internal rod pins had fallen out of place and the handle collar had worn threads. Baxter technician reset internal connection between rod and lower assembly and replaced the handle collar. Based on this information, no further actions are required at this time. Although there was no reported injury with this event, if the report of hds long operative leg spar collapsing were to recur, it could potentially cause serious injury or death. Therefore, baxter is reporting this event.

Event description:
Baxter received a report stating that hds long operative leg spar was not holding the weight. No harm or significant impact to the surgical procedure was reported.